Event description:
It was reported that this patient experienced ventricular fibrillation (vf) and all eight capable shocks were delivered resulting in therapy exhaustion. It was noted the first shock likely accelerated the patient's ventricular tachycardia (vt) to vf. The vf rhythm self-terminated. The patient was hospitalized and intubated as a result of the event. Upon device interrogation, a code 1005 was noted, which is indicative of an open circuit fault. The last measured shock impedance for the eighth shock was greater than 125 ohms, triggering the alert code. Boston scientific technical services (ts) was contacted and recommended right ventricular (rv) lead replacement. When the patient's condition improved, the rv lead was surgically capped and abandoned. The implantable device was explanted and both products were replaced to resolve the event. At this time, the rv lead remains implanted, but capped and out-of-service. The device is not expected to be returned for analysis. The patient was stable.